Event description:
It was reported that the shock impedance was out-of-range at 128 ohms. The trend appeared stable at 100-105 ohms on average. It was planned to continue to monitor and possibly increase the upper alert threshold to 150 ohms. The cardiac resynchronization therapy defibrillator and right ventricular lead remain in service and no adverse patient effects were reported.